Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the target lesion. However, the balloon ruptured upon inflation. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.